Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported impact on patient outcome.

Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and system was working properly during service call. Ran gain calibrations. Checked logs, it was ok. Found that the site was leaving the system turned on 24x7 for more than a month. Intermittent issues were likely due to system being too hot. Would monitor. MDR codes are b01, c23, d11 are appliable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take fluoro shots. Rep reported this occurred twice during the case. The first time, rep unplugged/re-plugged the umbilical cable which allowed them to take the fluoro shot (15 minute delay). The second time was to double check the screw placement and rep was unable to resolve the issue and attempted to unplug/re-plug the umbilical cable again and opened/closed the gantry with no effect (15 minute delay). No error messages appeared for the first or second attempt. Site "aborted medtronic imaging and used fluoro to check the screw placement". Rep noted that the "lights on the gantry were very light in color". Rep also noted that when attempting to take the fluoro shot, "the fluoro seconds were counting/increasing but no pictures were being taken". Rep believes that the system may have been "releasing radiation but was not taking pictures". Patient was present. There was less than one hour of surgical delay. Impact on patient outcome was unknown.

Manufacturer narrative:
H2) additional information was added to a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.